Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source experienced blinking of the front panel and the emergency lamp indicator. The issue occurred routine inspection. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction, the results of the device evaluation, and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction of the emergency lamp indicator blinking was confirmed. The front panel led blinking was not confirmed during the device evaluation. Based on the results of the investigation, it is likely that the emergency lamp indicator was blinking due to a defective spare lamp; however, a root cause could not be established. Olympus will continue to monitor field performance for this device.